Event description:
It was reported that the patient presented to the device clinic with under-sensing and no capture on the right atrial (ra) lead. The patient was noted to have fallen since the implant. A chest x-ray confirmed the lead had dislodged. The patient will return at a later date for a lead revision. There were no adverse health consequences, the patient was stable.

Event description:
New information indicates that the right atrial (ra) lead was explanted and replaced. There were no adverse health consequences, the patient was stable.